Event description:
A (B)(6) male patient called zoll customer support to report excessive check therapy pad alarms and check belt alarms. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy pad and check belt alarms) was confirmed. As received the belt failed an incoming functional test. Upon evaluation, the distribution node (dn) to rear therapy electrode (te) cable was pulled from the strain relief and the pulse wire in the dn to rear te cable was broken at the solder joint in the dn. The cause for the alarms and the test failures is the damaged pulse wire. The root cause of the damaged wire cannot be positively identified but is likely excessive force placed on the cable sections. No adverse event resulted from the damaged pulse wire. The pt received a replacement electrode belt.